Event description:
Per the clinic, the patient experienced pain and did not receive any benefit from the device (specific date not reported). Subsequently, the device was explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report.